Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test, safety valve test and patient circuit test during the pre-use check. Our field service engineer investigated the ventilator on site and solved the reported failures by replacing the inspiratory pipe. Several pre-use check successfully passed after the replacement. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet. The inspiratory pipe comprises housing for the o2 sensor as well as housing and locking lever for the o2 cell with its bacteria filter, housing for the safety valve, connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air. The root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: (B)(4).